Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a blank display. Customer tried inserting new battery to no avail. Customer's blood glucose reading was 298 mg/dl. Customer performed most troubleshooting but was unable to perform the 10 minute device rest. Customer had to get off the call. Customer called back to report the display did not return. Customer was advised to discontinue the device and revert to a backup plan. The device was replaced and returned.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected blank display anomaly noted. The insulin pump was received with cracked case at display window corner and cracked battery tube threads.